Event description:
It was reported that during preparation for a stenting procedure, stent dislodgement and dissection occurred. Vascular access was gained via the right femoral artery. The 99% stenosed target lesion was located in the right coronary artery (rca). The tech noted that the 32x5.0mm veriflex stent was missing from the delivery system before th device entered the patient's body. The physician advanced a 32x5.00mm veriflex stent delivery system (sds) to the target lesion and an edge dissection of the proximal lesion resulted. The physician used the veriflex balloon to predilate the lesion at 12atms for 20 seconds. The physician removed the balloon and inserted a 5.0x28mm veriflex stent delivery system. The stent was successfully deployed and postdilated the stent with an apex balloon 14atms for 15 seconds.no additional patient complications were reported and the patient¿s status was fine.

Event description:
It was reported that during preparation for a stenting procedure, stent dislodgement and dissection occurred. Vascular access was gained via the right femoral artery. The 99% stenosed target lesion was located in the right coronary artery (rca). The tech noted that the 32x5.0mm veriflex stent was missing from the delivery system before th device entered the patient's body. The physician advanced a 32x5.00mm veriflex stent delivery system (sds) to the target lesion and an edge dissection of the proximal lesion resulted. The physician used the veriflex balloon to predilate the lesion at 12atms for 20 seconds. The physician removed the balloon and inserted a 5.0x28mm veriflex stent delivery system. The stent was successfully deployed and postdilated the stent with an apex balloon 14atms for 15 seconds. No additional patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found the actual stent was detached/deployed from the balloon and was not returned for analysis. The balloon appeared to have been inflated and was not refolded. There was a clear impression of the stent crimp on the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).